Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Troubleshooting was performed and an o-ring was found on the pneumatic tap preventing the cartridge from being properly installed. The customer removed the o-ring and loaded a cartridge to address the event. There was no reported adverse impact to the customer's blood glucose level.